Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under-infused during patient infusion on the neonatal intensive care unit (nicu). The pump alarmed "infusion complete"; however, when the syringe was taken off to attach the flush, the syringe still had 5ml of the medication in it (gentamicin). To resolve the event, a new pump was programmed to deliver the remaining medication with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.